Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported that this was closure of the left femoral artery using a starclose device after an angiogram diagnostic procedure. All steps were performed without resistance, and the clip was successfully deployed at the vessel wall. Reportedly, the starclose device got stuck in the patient and then broke. The device was not separated into two pieces. A cut-down was then performed to remove the device and achieve hemostasis. Additionally, the clip was removed during the cut-down. There was no adverse patient effect. No additional information was provided.